Event description:
Revision surgery: the pt had an infection, therefore, the surgeon performed irrigation and debridement of the knee and a poly exchange; replacing with the same size.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012 was identified as an infection. The original surgery occurred on (B)(6) 2012. There is no information submitted regarding pre-existing conditions of the patient or activities. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the 3dknee insert was examined. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25 and 40 kgy and was within its expiration at the time of the original surgery. A review of the device history record, product complaint report database, and sterilization records show that the device met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision surgery, it is possible that the infection was acquired at the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding any conditions the patient may have had that may have contributed to the infection or inhibited the patient's immune system. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.